Event description:
The following has been reported: "error 30 - time keeper (error number : ID 30 : timestamp error). Fault diagnosed in a faulty cpu board. Replaced [with a] new one. Replacing power supply board did not help. Also all ribbon connections have been checked. Quality control performed after repair, device is functional and safe." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, nothing linked to the reported event was found. Device history log was reviewed, reported event was confirmed. Indeed, several errors 30 were found in device logs file. The subject device (model agilia sp mc, serial number (B)(6) ) was not sent back to our laboratory for analysis. However, the suspected defective cpu board was returned as a spare part to be investigated. Upon reception, the subject part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the part was performed using an agilia sp test bech. It was possible to write the date and time in the microcontroller of cpu board. However, after 20 minutes of testing, error 30 was triggered. Based on available information, the root cause of the reported event was linked to a defective oscillator or time stamp of cpu board. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.